Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation of c2 by anterior approach. Intra-op, about 36mm of the guidewire broke and was left in the fractured vertebra. A screw was placed next to the broken guidewire. The broken guidewire could not be removed. Another guidewire was used to put a cannulated screw. No injury to the patient was reported.